Event description:
It was reported that the patient presented to the hospital due to issues unrelated to the device. Upon device interrogation, it was observed that the right atrial lead exhibited low sensing. Imaging performed showed the lead had lost all slack. During the lead revision procedure after adding the slack when tying suture, it was noted the impedance dropped as the suture was too tight and had cut into the insulation. The lead was explanted, and a new lead was successfully implanted. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events were lead slack issue and ¿low sensing.¿ a complete lead was returned in one piece with the helix fully extended. The measured helix extension length was within specification. The reported event of ¿low sensing¿ was not confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. An internal short was found due to the over torqued inner coil in the connector region.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned. Correction: included patient age and age units, was not previously reported.